Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection double staple. According to the reporter: the staples were observed to be stuck to the shipping wedge. When the instrument was fired, the device cut tissue but did not deploy staples. There was bleeding near the staple line. The anastomosis was hand sewn. There was a delay of three and a half hours during surgery time. The patient required a colostomy bag. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).